Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed a blank white screen. This occurred during programming/setup in ambulatory care. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "blank white screen was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the broken j6 connector on the input/output printed cirguit board (I/o pcb). The I/o pcb is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.